Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 5th october 2010 and performed to specification, alongside random manual power ons, up to the 1st november 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between the 7th (B)(6) 2015 and the last log entry on the (B)(6) 2016. The user accessible memory was erased prior to receipt of the device at heartsine. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2016. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups some of ten minutes duration were observed between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.